Event description:
Nurse placed PICC catheter. Upon x-ray verification of tip, nurse removed the stiffening stylet. The stiffening stylet broke in a location approx 4-6 in outside of the pt. The stylet was removed from the catheter in two pieces. The PICC was exchanged through an introducer r/t potential for creating holes in the old catheter with the stiffening stylet. Groshong catheters are closed-ended.

Manufacturer narrative:
The complaint that the stylet was difficult to remove from the catheter was confirmed but the cause is unk. The product returned for eval was a 5fr d/l powerpicc catheter with a tls stylet inlaid. The stylet was rec'd in three segments and the catheter was returned in two segments. The proximal segment of the stylet included the yellow pull tab and a segment of empty polyimide tubing, the intermediate segment consisted of a section of empty polyimide tubing, while the distal segment consisted of the core wire, most of the polyimide tubing, the epoxy tip and the t-lock assembly. The third segment was inlaid within the catheter while the other two segments were rec'd loose. The t-lock assembly had been detached from the luer adapter. Approx 1.8" of the stylet was found between the catheter luer adaptor and the t-lock assembly. The stylet between the catheter luer adaptor and the t-lock assembly was kinked and curved. The polyimide tubing had stripped off of the core wire, just distal of the t-lock. Microscopic examination (20-60x) of the polyimide tubing on the stylet revealed a glossy and translucent veneer. The catheter had been cut at the 30cm depth marking. The stylet protruded past the distal end of the proximal catheter segment by approx 6.8". The stylet was kinked and the polyimide tubing was severed in the location that corresponded with where the catheter had been cut. This damage on the returned sample indicates that the stylet was inlaid when the catheter was cut. The IFU cautions the user, "when trimming the catheter, do not cut the stylet." An attempt was made to flush the catheter and remove the inlaid stylet. Resistance was felt when attempting to remove the stylet. Bunching of the catheter was seen during stylet removal. The stylet could not be removed. It could not be determined if the difficulty removing the stylet was due to the damage caused by the stylet being cut or if other factors contributed to this failure. A lot history review (lhr) of revk0044 showed (B)(4) other similar product complaint(s) from this lot number. # ((B)(4)).